Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2013-00247 for the related report.

Manufacturer narrative:
Investigation result: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and the seal were returned outside the loading and delivery devices. The green slide lock and the white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. As stated in the IFU, the user should ensure that the lock is locked. If the lock is unlocked, care should be taken to avoid any accidental depressing of the plunger. Based upon the eval results, the reported complaint could not be confirmed for failure to deploy; however, it was confirmed for premature deployment. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The eval results and a copy of the IFU were provided to the customer. An in-service training was provided to the physician on (B)(4) 2013. (B)(4).